Manufacturer narrative:
Note: product reference 4433750 is not cleared for sales in the USA, but it is similar to the product reference celsite 5433750, cleared under #510k130576. Batch history review: we have checked the manufacturing file of the batch nr 36910722 of the celsite access port which complies with our specifications and does not represent any discrepancy. No other similar incidents have been declared to us on this batch of (B)(4) access ports released in july 2016. Investigation results: unfortunately we didn't receive the necessary elements: the complaint sample and x-ray pictures to perform our investigation and conclude about the root cause of this event. Conclusion: without any elements for the investigation, we cannot conclude about the root cause of this incident. This type of defect is rare. No corrective action is currently envisaged. B braun sas has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
Catheter rupture/migration: "the access port was implanted in (B)(6) 2016 for chemotherapy treatment. On (B)(6) 2018, it is found dropped in inferior vena cava (near heart) and no chemo drug leakage was found. The catheter was removed by surgery. Patient still has 2 times of chemotherapy. She uses central venous catheter to finish the rest of chemotherapies."